Event description:
During t2 humerus nail surgery, the surgeon was drilling the distal screw hole of the nail by using the radio lucent drill. The drill had come in contact with the edge of the screw hole of the nail. The surgeon changed the technique of drilling freehand technique. The surgeon did the drilling by using drill tri-flat type. The tip of drill was broken and remained in the nail. The surgeon drilled to another screw hole of the nail and the tip of this drill was broken too. The surgeon removed two broken tip of drills by using removal kit of ao. The surgeon fixed the distal screws. The surgery was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.